Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, 50ml luer-lock tip syringe, when aspirating the serum for drug preparation, the solution leaked through the side of the rubber when pulling the plunger. Additional information: date of identification of the occurrence: 04/30/2026 quantity identified with deviation: 1 syringe identified during drug preparation was there any harm to the patient, health professional, user or other? We use the syringe to handle chemotherapy drugs, if we had aspirated the cytotoxic product there would be spillage and consequently risk for the handler, economic loss and even loss of the drug with damage to the patient's treatment. Was there a need for medical and/or surgical intervention due to the event (imaging tests, surgery, medication administration, etc.)? (Please advise details): no.